Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a transforaminal lumbar interbody fusion (tlif) procedure. The clinical consultant (cc) reported that the last screw that was placed appeared far away from its intended placement. Cc reported that the screw was placed in l5, which forced the surgical team to approach the insertion spot more vertically than desired, due to patient anatomy. Cc suggests that this may have caused the alleged inaccuracy. Post-procedure spin showed that placement was incorrect. Screw was removed and correctly placed using fluoro spin. Confirmation spin with imaging system was confirmed with correct screw placement. After the procedure, cc took a test spin and was able to navigate it with no issues. Patient present. The surgery and navigation were aborted. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0. H2) please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The amount of the inaccuracy was approximately 1 centimeter.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. The provided logs recorded two sessions on the reported issue date. For both sessions, the site used o-arm auto registration. In the first session, the site took one o-arm spin, whereas in the second session, two spins were taken. However, the provided logs did not capture any abnormalities that could confirm the cause of the reported inaccuracy issue. The archives contained one o-arm computed tomography (CT) scan with 192 slices, and the site had one cylindrical projection saved with a length of 50 millimeters (mm) and a diameter of 5.5 mm. As per the case description, the screw was placed in l5, which required the surgical team to approach the insertion spot more vertically than desired due to patient anatomy. Hence, it was suspected that anatomical limitations may have contributed to the reported inaccuracy; however, this could not be confirmed. Logs and archives did not capture this information and therefore were not helpful. Codes: b01, c19, d15 h2) please see section d9 for when the logs and archives were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.